Event description:
It was reported that the customer's blood glucose (bg) level was "low", although a specific value was not given suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed sugar tabs to address bg. Customer updated their pump settings to address the event.